Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery could not be charged. Subsequently, the pump shutdown. Subsequently, the customer went to the emergency room (ER) due to an elevated blood glucose level of 600 mg/dl. Customer was treated with intravenous insulin and saline. Customer was released from the ER on (B)(6) 2025 with the reported issue resolved and no permanent damage. Customer reverted to an alternate method of insulin therapy.